Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 failed and error message displayed device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed and not detected on bus. A field service engineer found the pyxibus cable loose and reseated and secured the connection. After rebooting, the drawer auto recovered, ran the hardware test application (hta) test, which passed, and verified successful drawer access in the application via inventory. The system functioned as intended after the field service engineer repaired the device.